Event description:
It was reported to philips that the device had a bent pin on the battery pca. There was no patient involvement. A customer requested assistance from bench repair. Per the customer, the unit had a bent battery pca pin. Due to the noted issue, the bench service technician confirmed the malfunction, replaced battery pca to return the device to working condition. Based on the conclusion of the investigation, it was determined that this malfunction of the battery pca. Per customer request a new battery pca was ordered and replaced. The device was returned to the customer. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a bent pin on the battery pca. There was no patient involvement. A customer requested assistance from bench repair. Per the customer, the unit had a bent battery pca pin. Due to the noted issue, the bench service technician confirmed the malfunction, replaced battery pca to return the device to working condition. Based on the conclusion of the investigation, it was determined that this malfunction of the battery pca. Per customer request a new battery pca was ordered and replaced. The device was returned to the customer. No further investigation or action is warranted.